Event description:
A blockage in the catheter was suspected; "they couldn't see where it was nor had any reason why there may be a blockage." The catheter was removed and replaced. It was added that there were no patient symptoms/injuries related to this event. Drug delivered via the system was baclofen.

Event description:
Additional information received reported the patient experienced inadequate control of spasticity. A pump myelogram was done and no flow of dye was seen into the intrathecal space. Since the replacement of the catheter, the patient has had good symptom control. The pump was out of the pocket when the new catheter was connected and the connection with the new catheter was tested with a catheter access port test. The pump was working normally and remained implanted in the patient.

Manufacturer narrative:
Concomitant medical products: product: catheter: model: 8780, serial# unknown, implanted: unk, explanted: (B)(6) 2012. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4). Analysis of the catheter found no significant anomaly. The catheter anchor did not properly attach from the tool, but was still able to be used. The distal side of the anchor had an unusual look to it in that it appeared to be folded in on itself. It was determined the interaction of the anchor with the anchor deployment tool caused the anchor to fold in on itself. This did not affect flow and the anchor still held firmly to the catheter. Also noted was a slight indent to the outside of the catheter in the area where the anchor had folded in on itself. It was determined the indents were very superficial and did not cause any restriction of the catheter lumen. The most distal segment of the catheter body had dried drug or blood occlusion. Troubleshooting of the occlusion involved cutting the segment into two separate pieces to narrow down the area of the occlusion. It was determined the occlusion was on the proximal side of the anchor in the distal catheter segment. It was noted during the inspection of the catheter dispensing holes before decontamination that they were clear of any foreign material. It was thought the occlusion was most likely composed of dried drug and/or blood. It was undetermined what the cause of the occlusion was and also if the dried drug occlusion occurred while implanted or from the time after explant until analysis testing.